Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the cannula's wings had a sharp edge that damaged the skin on the patient¿s neck.

Manufacturer narrative:
Evaluation summary: one sample of pediatric tracheostomy tube was received for evaluation. Along with the tube a size obturator was received. A visual inspection was performed and it was observed the flange connector presents a small flashes over its axis, the flash were measured 0.004 and 0.004 inches these readings are within specification. No failure mode was observed in the received sample since met with the product specifications and no corrective actions are required. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.